Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align to urethral support system was reported to be used/implanted during this procedure. Additional information from the importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-00123.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2012. Avaulta anterior biosynthetic support system. Catalog # 486010. (B)(6). Attorney.